Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient's parent stated the dexcom values have been off. They stated the cgm was displaying 90 mg/dl and when the patient told them she didn't feel good, they checked her blood sugar and the meter was reading 40 mg/dl. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.